Event description:
The patient presented to the emergency room due to unexpected high voltage therapies. Noise that resulted in over-sensing was observed on the right ventricular (rv) lead. The cause of the event was due to dislodgement which was confirmed with diagnostic imaging. The rv lead was repositioned to resolve the event. During the procedure, twiddlers syndrome was visually confirmed. The patient was stable and will continue to be monitored.